Event description:
The initial reporter questioned the results generated for a sample tested with the kit cobas 58/68/8800 hiv 192t ivd on the cobas 6800 analyzer, comparing results from edta plasma liquid samples versus plasma separation card (psc) samples. The customer provided data for analysis, which included the following results: for sample ID: (B)(6), the edta plasma liquid sample generated a titer of 881,489.1849 cp/ml. For sample ID: (B)(6), the psc runs generated titers of 233,649.2329 cp/ml and 325,590.1356 cp/ml. For sample ID: (B)(6), the psc runs generated a titer of 77,769.2478 cp/ml and an invalid result with error codes. Multiple qs invalids were identified in the psc runs.

Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that the kit cobas 58/68/8800 hiv 192t ivd assay performed within specifications. Controls were reviewed and found to be normal. The data review identified multiple qs invalids in the plasma separation card (psc) runs, suggesting an issue with the samples in these runs. A potential root cause for the observed titer discrepancies may be suppression of the reactions or the presence of proviral dna in the original sample. It was noted that improper sample handling, such as delays in transferring samples after centrifugation, could contribute to proviral dna amplification and subsequent discrepancies. The customer was advised to review the psc workflow to ensure proper sample handling and to follow best practices to avoid the introduction of proviral dna. The device remains in operation at the customer site.